Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/21/2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and a low transmitter battery alert was not confirmed, but the data evaluation did confirm a permanent loss of connection. A root cause could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.